Event description:
The patient came to the ER after 20 hours of severe chest pain. Angio showed a complete occlusion of the mid lad. After angioplasty, two stents, zeta 2.75x13 and pixel 2.5x18 were implanted, achieving timi 3 flow and normalization of the st segment. The lcs and rca arteries were normal. A 300mg does of clopidogel was administered. Six hours after the procedure, the patient experienced sudden severe chest pain and st segment re-elevation in the anterolateral leads. With a suspected diagnosis of stent thrombosis , a new angio was performed, showeing patient stents and good flow in the lad, but a thrombotic occlusion of the second diagonal branch was observed and was successfully treated with angioplasty and a stent. Post procedure, an echo showed spical akinesis with preserved left ventricular function .seventy two hours later, the chest pain recurred and was associated with acute dyspnea and hypotension. An urgent coronary angio revealed acute thrombotic occlusio of the proximal rca and severe stenosis, with thrombotic content proximal to the stent in the mid lad. Direct stenting using a zeta 4.0x15 of the proxmial rca was performed with full recovery of distal flow. Next, the lad was treated with direct stent implantation using a zeta 3.0x18. Due to proximal dissection, a second stent was implanted and timi3 flow was achieved, with no residual dissection image. The procedure was complicated by complete av block, severe hypotension and respiratory arrest, which completely recovered after CPR maneavers. The patient remained asymptomatic in the ICU.